Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The pod was received with the cannula deployed. Corrosion was observed on internal components including the mechanism rails and hard cannula, and fluid was observed on the pcb. Additionally, cracks were observed in the top and bottom housing of the pod. It could not be determined when or how the cracks in the housing occurred. During the investigation, fluid was found to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. No other fluid leaks were found within the fluid path, and no evidence of internal leaking was observed. However, because it could not be determined when or how the cracks in the housing occurred, it could not be conclusively determined whether fluid entered the device through the cracks in the housing. The investigation found no evidence of damage to the fill port. No problems were found with the fill port that would result in fluid leaking at the fill port or issues during fill. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for being unsure if pod was delivering insulin.